Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-adapters; upn: m365db9218150; model: db-9218-15; serial: (B)(6); batch: 7075351.

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing high impedances. Seven days after following fully charging their implantable pulse generator (ipg) the patient also reported that they would receive a message prompting them to charge. Troubleshooting steps were taken, however the issue persisted. The patient underwent a revision procedure where their ipg and adapter were explanted and replaced. The patient was doing well postoperatively.

Manufacturer narrative:
The analysis of the returned implantable pulse generator (ipg) indicated successful recharging within the expected cycle. All impedance measurements were within the acceptable range, and no anomalies related to battery depletion were identified in the data logs. However, the system log revealed that high voltage (vh) had reached its maximum due to elevated impedance, which could potentially reduce battery life. Charging issues were attributed to charger misalignment with the ipg, resulting in reduced charge current, as well as poor ventilation or misalignment causing charging interruptions due to temperature limits. These issues were linked to non-compliance with the instructions for use (IFU). Labeling reviews confirmed that these problems are known risks associated with deep brain stimulation (dbs). Device testing showed no malfunctions. Allegations of high impedance and charging difficulties were validated, with the probable causes identified as the inherent risk of the device and failure to adhere to the IFU.

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing high impedances. Seven days following fully charging their implantable pulse generator (ipg) the patient reported that they would receive a message prompting them to charge. Troubleshooting steps were taken, however the issue persisted. The patient underwent a revision procedure where their ipg and adapter were explanted and replaced. The patient was doing well postoperatively.